Event description:
A customer reportedly noticed the glucometer dex did not display the "hundreds unit" consistently. For example customer received a result of 32 mg/dl based on this result customer ate a "lot of sugar" and then tested and received a result that was over 300 mg/dl. The customer believes that the 32 mg/dl result was in fact 132 mg/dl. A request was made to return the system for evaluation.